Event description:
In 2002, the patient was seen by the implant center for device evaluation. At that time, external equipment was replaced; however, the link could not be established between the sound processor and the device. Testing conducted 3 days later, confirmed that the device was no longer functioning. Revision surgery was scheduled to explant the device. The patient was reimplanted with another clarion device.